Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The consumer reported that the patient's first permanent implant failed. During the procedure on (B)(6) 2016, the insulation on the lead was found to be damaged and it was explanted. The patient was reimplanted on (B)(6) 2016. The patient was indicated for fecal incontinence and gastrointestinal/pelvic floor.